Event description:
We use a baxa tpn compounder. With this machine, we use tpn bags - baxa exacta mix eva containers - provided by the MFR. We were recently informed that they were switching to a new style of bag. We started to receive these new bags in the 2,000 ml size. A very high percentage - about 10% - leak. They leak around the port that the IV administration set will plug into. This is only an issue prior to the spiking of the bag. However, we feel that the sterility of the bag is being compromised. The company was notified and they stated that 'issues" were being reported by other users as well. Dates of use: 2009.